Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-31085. It was reported that patient had high impedances on one lead. X-rays showed that one lead migrated. It is unknown which lead migrated, so both are being reported. Patient underwent surgery on (B)(6) 2020 wherein both of their leads were explanted. Patient is stable.